Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 170 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found the needle did not retract as intended. Additionally, patient reported the needle deployed early on this pod; this indicates a needle mechanism failure occurred. Additional method of treatment was not provided. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The pod was received with the cannula deployed and the formed needle retracted. No issues were found that would result in the needle deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined. No issues were found that would result in the needle failing to retract. A leak test found no signs of leakage in the fluid path. The device ran for 2538 pulses and was deactivated by the user.